Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 90% stenosed lesion being treated was located in the severely calcified, severely tortuous right coronary artery (rca). The lesion was predilated with an unk size balloon, inflated to 8 atm's for 60 seconds. The 5.00x24 mm taxus express2 drug eluting stent was advanced without problems. Once the stent had reached the lesion, the physician pulled the stent back to optimize its position. He realized that the stent had dislodged from the balloon. The stent became lost and remains in the patient. The stent catheter was retrieved without problem. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
The root cause of the difficulties experienced during the procedure could not be determined. Product analysis verified the difficulty stated in the complaint. The delivery device without the stent on the balloon was received and the balloon was in a pre-inflated state and a shaft kink was observed. Visual examination of the catheter revealed a kink on the shaft located 43.7 centimeters distally from the edge of the strain relief. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was in its pre-inflation profile indicating that the balloon has not seen any positive pressure. Partial inflation of the balloon by the user could affect stent securement. The surface of the balloon material exhibited evidence of pillowing between the marker bands indicating that the stent had been properly crimped. There is no evidence that the device was improperly manufactured. The exact cause of the stent embolism could not be determined. Visual and microscopic examination of the material surrounding the kink did not reveal any inherent deficiencies that would have contributed to the incident. It was not possible to determine how or when the kink occurred. The manufacturing records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.